Manufacturer narrative:
On 12-aug-2024 apifix followed up with the reporter to obtain additional information which was received. According to the reporter, "unfortunately, the patient went to a different doctor for the removal of the implant, and they refused to return the screw, doctor tried to reach the parents however they are unresponsive." No device analysis could be performed. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures,and shipped according to manufacturer's specifications. Surgeon, x-ray, information analysis: on 26-apr-2024 apifix was notified that patient #(B)(6) "came to the clinic complaining about pain in the leg  (thigh), we got the xray for the implant as well and have discovered the breakage. No activities sports etc were done by the patient". The family was given the options for the revision and a decision is still pending. Risk assessment: screw breakage, in general, can result from inserting the screws in a wrong trajectory that locks the poly-axiality, improper screw size selection, applying improper side forces on the counter-torque feature of the screw when torquing, or insertion of the screw partially into the pedicle. Screw breakage may be reported together with pain and neurologic complication of weakness. Screw fracture/breakage is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally section. The risk of screw breakage has been quantified, characterized, and documented as acceptable within full risk assessment. The explanted device is expected to be returned to the manufacturer and will be evaluated. Following the evaluation, if new pertinent information comes to light, then a supplemental medwatch report will be submitted.

Event description:
On 26-apr-2024 apifix was notified that patient #(B)(6) "came to the clinic complaining about pain in the leg  (thigh), we got the xray for the implant as well and have discovered the breakage. No activities sports etc were done by the patient". The family was given the options for the revision and a decision is still pending.